Manufacturer narrative:
Additional information: the stent does not remain implanted, deformation (fracture) was noted when removing the stent from the patient. The stent could not cross the lesion; thus, the stent was not deployed. The stent was not expanded; it was only inserted into the patient. Since the stent could not pass through the lesion, the doctor removed the stent from the patient. The damage on the catheter was noted when removing the stent from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a plaque lesion in the renal vein, the abre venous self-expanding stent system was used. The lesion was treated with pre-dilation prior to attempted stent placement. Resistance was encountered when advancing the device, and stent deformation occurred in vivo during positioning and deployment. Catheter damage was also noted. Positioning difficulties were noted. The procedure was not completed, and the case was stopped without using another stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4): analysis an abre device was returned for evaluation. The size indicated on the strain relief was 9f 12mm x 60mm the red locking pin was secure in the handle a twist was observed on the silver retractable sheath the thumb wheel was rotated and the stent deployed damage was observed to the silver retractable sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.